Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10838r56, serial# unknown, implanted: (B)(6) 2001, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: unknown/(B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a company representative (rep) regarding a patient who was receiving 2000 mcg/ml of lioresal at 191 mcg/day via implantable pump for an unspecified indication for use. It was reported that the pump and catheter were functioning normally, however the patient was developing pressure sores over the pump pocket site from her wheelchair. This was causing the skin to erode and eventually started exposing the pump and causing infection. It was unknown when this began. External factors included the wheelchair pushing and rubbing on the pocket location. No diagnostics were required. The pump and catheter were explanted today and the issue was resolved. The devices were discarded and the patient was without injury at the time of the report. The patient's medical history and weight were asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# j10838r56 serial# unknown implanted: (B)(6) 2001 explanted: (B)(6) 2021 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.